Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appears again, which the customer understood.